Event description:
Per the clinic, the patient experienced a failure of osseointegration with bleeding and mild inflammation at the implant site on (B)(6) 2013. The patient was admitted to hospital on (B)(6) 2013 and was treated with ciprofloxacin for two weeks (dosage not reported) and dressing with antibiotic ointment (type and dosage not reported). The patient was discharged on (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
It was reported that the failure of osseointegration resulted in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed february 6, 2014. Device not returned to manufacturer.